Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the reservoir leaked. The customer removed the reservoir and it was wet. The blood glucose reading is 381 mg/dl. Customer treated with insulin pump. Reservoir leaked inside the reservoir compartment. Nothing further reported.